Event description:
(B)(4). I had pain where the coil are located, allergy even in my skin, sharp pain run down my leg, back pain when I urine, pain when I have inter course, vaginosis, yeast since I have it and now endometriosis.